Manufacturer narrative:
On 16-dec-2016: no relevant testing could be performed. If lot information was available, the batch records and the complaint database were reviewed for relevant deviations and similar complaints. If lot number becomes available, the case will be re-opened and appropriate actions will be taken. Clinical evaluation: patient contacted call center regarding pump alarm (B)(4). During troubleshoot patient mentioned an incident from 2001. Patient have not before reported this to manufacturer or authority. On (B)(6) 2001 patient experienced a hyperglycemic event (thirst, vomit, delirious) leading to diabetic coma. Patient was picked up by ambulance and hospitalized for 5 days treated for diabetic ketoacidosis. Patient cannot think of significant event leading up to the incident. Patient did not report any clinical consequences due to this event in 2001. If any new information becomes available the evaluation will be reopened.

Event description:
(B)(4). On (B)(6) 2001 a diabetic patient on pump therapy experienced diabetic ketoacidosis (dka) and coma and was hospitalized. Name of hospital: (B)(6). The patient reported that on a sunday she felt really sick all of a sudden and it was at 10am and that she went home and that she kept throwing up and was so thirsty and it kept getting worse and worse and she was delirious and then she woke up in the hospital and was told she had been in a coma and does not remember when she went into the hospital but only remembers crawling on the floor and that she fell down a bunch of times and that it was probably 8 to 7 at night when ambulance came in. Blood glucose was 1004 mg/dl at time of hospitalization. Cause of hospitalization per hcp: diabetic ketoacidosis (dka) and coma. The patient was wearing pump at time of hospitalization. Patient was treated with insulin and had an IV and was discharged after 5 days when the blood glucose was back to normal. No failure type for infusion set was reported. No further information available.